Manufacturer narrative:
Model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had contacts out on one of the lead splitters and was acting out. The database analysis revealed eight contacts with high values. The physician suspected lead failure. The patient underwent a revision procedure wherein one lead and one lead splitter were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had contacts out on one of the splitter and was acting out. Database analysis revealed eight contacts with high values on port cd. Lead failure was suspected. The patient underwent a revision procedure wherein the lead and splitter were replaced. The patient was doing well postoperatively.